Event description:
MFR received explanted generator and lead on (B)(6) 2011 from medtronics company which had received the products incorrectly. MFR identified that generator and lead belonged to a vns pt who passed away on (B)(6) 2009. Good faith attempts to obtain more info regarding pt's death have been unsuccessful to date. MFR completed the analysis on the lead and the condition of the returned lead portion is consistent with explant procedure condition. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified.